Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-06581. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy. It was reported that patient underwent a removal and replacement with cadaver tissue graft on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06581. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2014 due to erosion and pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence and urinary frequency.

Event description:
It was reported that following insertion the patient experienced mixed urinary incontinence and urinary frequency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.